Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u MDR will be submitted if the device is rec'd.

Event description:
Rec'd info that pump has stopped all insulin delivery. The customer had reported that it is possible that the pump had exposure to radiology machinery.